Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited lead noise. The noise was noted in stored episodes upon interrogation and some instances of noise reversion resulting in asynchronous pacing were noted. The noise could not be reproduced in clinic with provocative arm movement. No interventions were performed and the lead will be monitored.